Manufacturer narrative:
H10 - two used list# 12512-01, microclave¿ clear neutral connectors, lot# 93-672-jw, one used catheter powerpicc solo, manufacturer bard, one syringe 0.9% sodium chloride, manufacturer monoject, two unused list# 12512-01, microclave¿ clear neutral connectors, and one unused list# 2420-0500, bd alaris pump infusion set were received for evaluation on 8/16/2019. The microclave connectors and mating devices were measured and found to be design and iso compatible. The microclave connectors connected as per iso test procedure pressure leak tested with the bard powerpicc solo catheter without leakage or disconnect. The complaint was unable to be confirmed after testing and evaluation. A device history review (DHR) for lot# 93-672-jw and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint. D11 ¿ updated information: powerpicc solo catheter, manufacturer bard; syringe 0.9% sodium chloride, manufacturer monoject; bd alaris pump infusion set, list# 2420-0500. Additional information can be found in section d11 and g1.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a microclave® clear neutral connector that was reported to come off the line when the hub was scrubbed or a flush was done when the flush is screwed on using a threaded luer slip. The patient was restless the night of the occurrence and coband was used to protect the line so it would not come off. It was reported the connector disconnected from the male end of the microclave even with coband covering the site. The line was being used for routine chemotherapy and lab draws with flushes. There was no blood loss reported. It was also reported that the IV therapy nurse found the clave attached to the line of an intermittent infusion. The customer stated that the patient sustained an infection and there was a delay of many hours to replace the peripherally inserted central catheter (PICC) line because the clave was missing.